Event description:
It was reported that the following issue was observed on the device: "sent to lake park with no note." Additional notes provided by the facility¿s clinical engineering support services include: "the front case, rear case, pressure sensor cover, mylar gasket, barrel clamp, and flange clip were all damaged. To fix most of those I just replaced the broken part with a new one, but the flange clip is part of the lower housing assembly so I had to replace the whole assembly. The plunger detection switch was sticking on the new assembly, so I readjusted the seal around it until it moved freely. I recalibrated the unit, and ran it through all of its pm tests, with no other issues after that." Reported problem cause description: "incidental." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.